Event description:
Following treatment with focused ultrasound for essential tremor on the left side, they physician reported that the patient had issues with speaking. At the one-month follow up visit, the physician reported that the patient suffered from minimal side effects that are related to speech - lingual paresis, dysarthria, expressive dysphasia.

Manufacturer narrative:
Known risk of the device. Lingual paresis, dysarthria, expressive dysphasia are known side effects listed in the information for prescribers. The investigation of this incident has not yet been completed and this report will be updated following a finalized investigation. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Manufacturer narrative:
Known risk of the device. No device malfunction detected. Treatment parameters in line with typical range. Lingual paresis, dysarthria, expressive dysphasia, ataxia, and unsteadiness are known side effects listed in the information for prescribers. These side effects may be related to edema that evolved into the internal capsule and is a known risk following focused ultrasound treatment. This edema is typically transient. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
Following focused ultrasound treatment on the left side for right side essential tremor. The next day, it was reported that the patient had issues with speaking: contralateral lingual paresis, dysarthria, mild expressive dysphasia and mild ataxia. Eight days post treatment, the patient showed worsening of lingual paresis, dysarthria and mild expressive dysphasia but no ataxia and only feeling of unsteadiness. At the one month follow visit, patient suffered from minimal side effects: lingual paresis, dysarthria, expressive dysphasia. Unsteadiness and ataxia resolved.